Event description:
During servicing of electrode belt sn (B)(4), which was returned for an unrelated non-conformance, it was discovered that the belt was non-functional. The pt was issued a replacement belt for an unrelated non-conformance.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was shorted q1 transistors in ECG "c" and ECG "d." The root cause of the shorted transistors could not be positively identified but was likely random component failure. No adverse event resulted from the shorted transistors. The pt received a replacement electrode belt for an unrelated non-conformance.